Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thorascopic surgery procedure, when surgeon went to fire the stapler for the procedure, it wouldn¿t fire. No patient injury.